Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that, when the pump was interrogated, a pump motor stall was confirmed. At the time of the initial report, a pump replacement was planned but had not been scheduled yet. There were no environmental, external, or patient factors that may have led or contributed to the issues. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". Additional information was received. As of 5:33pm on 2022-11-02, the patient was in the emergency room (ER). The physician was requesting to have the pump interrogated. The patient had been hearing the pump alarm every hour and, at the time of this report, it was alarming every 15 minutes. The patient's weight and medical history were asked but were unknown. No patient symptoms or complications were reported.

Event description:
Additional information received reported that the cause for the alarm was an unknown motor stall. The patient was in the ER (emergency room) as the patient was having withdrawal symptoms. The motor stall was first observed (B)(6) 2022. The motor stall did not recover. The pump was replaced on (B)(6) 2022.

Manufacturer narrative:
H6: device code a26 no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.